Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an upgrade procedure, the chronic rv lead threshold had increased and impedance had doubled. Dr. Lashevsky capped the old rv lead and put in a new lead 2088tc, (B)(4). The patient tolerated the procedure well.

Manufacturer narrative:
(B)(4).